Event description:
Device report 1 of 2. Reference MFR report: 1627487-2011-09273. The pt received the scs system including two different lead models on (B)(6) 2011. It was reported the pt complained of the inability to feel stimulation. It was also reported the pt had experienced a fall previously. A full diagnostic parameter indicated all contracts read high impedance values. A surgical intervention to resolve the issue is pending. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.